Event description:
The customer reported the monitors blanked out during a procedure, the c-arm won't move up or down, and continuous x-rays without pressing the button. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply, display adapter pcb, and image processor pcb. System operates as intended. (B) (4)